Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The date of event for this event is unknown at this time.

Event description:
It was reported that hcp noticed evidence to suggest there was a split in PICC. Chemo was being infused via these devices oxaliplatin & irinotecan. Course of treatment changes as patient needed a new device. The device had holes form under the skin causing fluids to backtrack into the dressing, all of the holes were multi cm. Away from the securacath feet/legs. PICC was removed and holes were seen. Securecath used but hole were centimeters from insertion site. It was stated that on review: always deeper in the tissue shows speckling between the vein and the sub-dermal layers, this infusion was a known chemotherapy irritant. There have been minimal distance between securacath and perforation of 3cm and some which are close to 8cm form point of insertion."

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The complaint of a damaged catheter was confirmed. The product returned for evaluation was one 4 fr single lumen powerpicc solo catheter. The investigation findings are consistent with damage accumulated through flexural fatigue. Flexural fatigue occurs due to cyclic kinking of the catheter tube in which physiological, placement, usage, and mechanical factors may gradually form a crack(s) in the catheter. The returned product sample was evaluated, and a split was observed near the 24 cm depth marker. The catheter split contained physical features associated with material fatigue, and the characteristics observed which supported this type of failure included: ¿ damage which was circumferentially aligned ¿ fracture edges which were rounded and polished due to repeated material wear ¿ 'c' shaped impressions leading into the fracture site which are consistent with material buckling due to movement which caused the fracture edges to be pressed together ¿ overall elliptical shape to the fracture cross-section (a result of repeated kinking of the tubing) an examination of the catheter structure revealed no potential damage/defect related to manufacture of the product.

Event description:
It was reported that hcp noticed evidence to suggest there was a split in PICC. Chemo was being infused via these devices oxaliplatin & irinotecan. Course of treatment changes as patient needed a new device. The device had holes form under the skin causing fluids to backtrack into the dressing, all of the holes were multi cm. Away from the securacath feet/legs. PICC was removed and holes were seen. Securecath used but hole were centimeters from insertion site. It was stated that on review: always deeper in the tissue shows speckling between the vein and the sub-dermal layers, this infusion was a known chemotherapy irritant. There have been minimal distance between securacath and perforation of 3cm and some which are close to 8cm form point of insertion."